Event description:
It was reported there was fluid build-up around the pump. The catheter was intact. The physician stated that he believed the patient lost weight and the pump moved and created a fluid buildup. The fluid was being analyzed. The catheter was aspirated and showed no problems. The pump and catheter were not the issue. The patient was receiving effective therapy. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).